Manufacturer narrative:
(B)(4). The occurence date is unknown, but it was reported that the event occured in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake of touch contamination, did not wash hands and did not wear a mask while performing pd therapy. On an unreported date in the same month as this report, the pt experienced peritonitis. The pt was not hospitalized for the event. Treatment was not reported. At the time of this report, the pt was recovered from the peritonitis event and dianeal therapy was ongoing. On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy. Additional information was requested but is not available.